Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken the ipg was explanted and replaced with a smaller device to address the issue.

Manufacturer narrative:
The reported event of pocket discomfort at ipg site cannot be confirmed through product testing alone. As received, ipg passed all functional testing. The cause of the issue is typically due to the patients anatomy.